Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis. Seven weeks later, the patient was hospitalized for the reported event. However, the treatment for peritonitis was not reported. Four days later, the patient was discharged from the hospital and they were reported to have recovered from peritonitis. Additional information was requested and was not available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12i06079, h12i27059, and h12j01053. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).